Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and liquid contamination in the usb port was observed. The reader did not power on with usb charging cable or with strip insertion. Visual inspection has been performed on the returned usb/charging cable and minor contamination was observed on the mirco-usb end of the charging cable. The returned charger was measured at 4.85v which, is within specification of 4.75v-5.25v. Continuity testing was performed on the returned charging cable and no issues were observed, indicating that the observed minor contamination did not impact the functionality of reader. Visual inspection was performed on the returned power adapter and no issues were observed. Load testing was performed on the returned power adapter. The power adapter voltage measured at 4.83v which, was within specification of 4.75v-5.25v. The reader was sent for further investigation and de-cased. Internal visual inspection was performed on the reader¿s pcba (printed circuit board assembly) and burn marks were observed. Battery voltage testing was unable to be performed as the battery connection wires were burned. The reader did not power on with button press, strip insertion, or connecting with the usb. Additional inspection was performed on the reader¿s pcba and burns to the reader¿s beeper circuitry and haptic motor were observed. The battery connector was also observed to be melted. The observed damage to the reader¿s internal components is consistent with being exposed to microwave frequencies. A new un-used reader was placed in a microwave to replicate the returned reader¿s damage and the same pattern of damage was observed. Therefore, the issue is not confirmed due to a user issue. An extended investigation has also been performed for the reported complaint. Dhrs for the libre reader were reviewed and kit pack DHR was reviewed for verification of correct cable and adapter. The dhrs showed the libre reader passed all tests prior to release and the correct cable and adapter was a part of the kit pack. No further investigation is required. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their adc device did not power on when pressing the start button. The product was returned and investigated and burn marks were observed internal to the reader during the investigation. This report is being submitted due to the returned product investigation results. There was no report of death, serious injury, or mistreatment associated with this event.